Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 34 mg/dl at the time of the incident. The customer was at 217 m/dl at the time of the call. The customer has been experiencing lows for over a week. The customer was given glucose tablets and dextrose to treat. The customer experienced symptoms such as incoherence. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes the pump is over delivering insulin. The customer was at 541 mg/dl on the morning of the call and treated with 25 units of insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.